Event description:
It was reported that while removing the pin with the recommended quick release chuck, the pin broke at the predetermined breaking point. The pin fragment was extracted from the pt's bone with a pin collet and there was no add'l intervention required.

Manufacturer narrative:
The pin broke at the predetermined breaking point. This was designed as such, so the pin can break proximally close to the chuck interface in the event that over-torque is applied. The pin can then be removed with standard tools.